Manufacturer narrative:
On october 8, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. The lay community, the popular press and medical literature has raised the possibility that there may be an association between certain immunological-based diseases and silicone implants. The diseases most commonly mentioned include scleroderma, rheumatoid arthritis and syndromes which mimic systemic lupus erythematous. Available information does not permit precise quantification of risk. Neurological problems have been reported in a small number of breast implant patients who also exhibit immunological symptoms. Mentor has completed extensive biocompatibility studies on the polymer materials used in manufacture and finished devices. None of these studies have shown any indication of inducing immune responses. Studies on carcinogenicity, mutagenicity, hemolysis, dna transfers, responses to particulate formation, etc. Have all shown these materials to be safe. Evidence suggests that such diseases or conditions are no more common in women with breast implants than in women without implants. Concern over the association of breast implants to the development of autoimmune or connective tissue diseases, such as lupus, scleroderma, or rheumatoid arthritis, was raised because of cases reported in literature with small numbers of women with implants. Scientific expert panels and literature reports have found no evidence of a consistent pattern of signs and symptoms associated with these diseases in women with breast implants. Additionally, having rheumatological signs and symptoms does not necessarily mean a patient has a connective tissue disorder or autoimmune disease. Per the FDA¿s ¿update on the safety of silicone gel-filled breast implants¿ published in (B)(6)2011, ¿there is no apparent association between silicone gel-filled breast implants and connective tissue disease, breast cancer, or reproductive problems.¿ furthermore, the institute of medicine (iom) of the national academy of science released a final report stating ¿a review of seventeen epidemiological reports of connective tissue disease in women with breast implants was remarkable for its consistency in finding no elevated risks or odds ratio for an association of implants with disease¿ there is no evidence that silicone implants are responsible for any major diseases of the whole body. Women are exposed to silicone constantly in their daily lives. There is no plausible evidence of a novel autoimmune disease caused by implants.¿ based on these reports, product evaluation is unable to confirm that the reported complaints are device related; however, mentor continues to include extensive discussions on alleged silicone responses in its product insert data sheets so that the patient and physician are fully informed of any potential risks. Mentor believes its current controls are adequate. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 13, 2020, mentor became aware of the following and hence related fields have been updated on this form: the complaint is duplicate of manufacturer report number 1645337-2020-15159. FDA was notified via FDA mw5096474. Hence, field e4 has been updated to "yes" on this form. The patient also experienced bilateral breast implant deflation in addition to autoimmune symptoms reported. Hence, material device problem code "material rupture" has been added to field h6 on this form. Lot number 261991 has been added to field d4 on this form per information in the duplicate file. (B)(6) 2004 has been added as default for implantation date under field d6 until further information is provided. The date is same as manufacturing date of lot number provided. Previous date of implant was (B)(6) 2004. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 22, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. There was no lot number visible on the returned devices. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right autoimmune disorder. (B)(4).

Event description:
It was reported that a (B)(6) year-old (B)(6) female patient underwent primary breast augmentation with a 475cc mentor smooth round moderate on both sides and experienced breast pain, joint pain in neck, knees and elbows, herniated discs. Fibromayalga, rheumatoid arthritis. Crp inflammation marker high. Dry eyes, puffiness around eyes and neck. Weigh gain. Hair has dry and sheds.breast pain, fatigue. Palpitations chest pain. Nasal congestion snoring. Numbness in feet, anxiety. Shortness of breath postoperatively. As a result, the devices were explanted on (B)(6) 2020. This report is for the patient¿s right-sided device.